Manufacturer narrative:
Since neither the electronic log files nor additional information could be obtained the investigation was based on what was initially reported. Based on the available information it was concluded that a failure onboard the pcb control may have occurred. The device detected the failure condition and triggered the auxiliary alarm. However, without logs or further information a reliable conclusion cannot be given. The safety concept of the savina ensures that any deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. During such restart the pneumatic system will opento allow for spontaneous breathing. This restart is combined with an audible and visible alarm of high priority. If the failure is irreversible, the sequence cannot be finished resulting in a high priority buzzer alarm. In such case the device will show a special ¿wrong start¿ screen and the customer will have to disconnect the patient and continue ventilation with another independent ventilator/ventilation device.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started, the results will be sent within a follow up-report.

Event description:
It was reported that on (B)(6) 2019, the screen showed during use messy codes, unable to display the parameters properly, and failed to use. The ventilator was exchanged. No injury reported.